Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used to advance the device). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target lesion was calcified and had 85 % stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target lesion was calcified and had 85 % stenosis). User error contributed to event (force was used to advance the device). (B)(4).

Event description:
The physician attempted to deploy an endeavor sprint rx 2.5 x 24 mm drug eluting stent. The target lesion was located in the cx, was calcified and had 85% stenosis. The vessel was pre-dilated with a 1.5 x 20 mm balloon. This device was advanced but resistance was encountered due to the calcified present. Force was used but the endeavor sprint could not cross the lesion. Another pre-dilatation was carried out at 16 atm's. The physician attempted to deploy another endeavor sprint rx 2.5 x 18 mm drug eluting stent. This device was advanced but resistance was again encountered. Force was used but this device could also not cross the lesion. Resistance was also reported to have been encountered between the devices and other devices used in the procedure. Another stent was used successfully. No patient complications were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the stent was positioned correctly between the inner shaft markers as per specification requirements. Multiple struts from the 11th, 12th and 13th proximal stent segments were raised and deformed. The distal tip was flared.